Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the uncalcified mid left anterior descending artery. Using a non-bsc guide wire and a non-bsc guide catheter, the physician predilated the target lesion with a 2.0x12mm apex balloon catheter. The physician then advanced a 3.5x20mm ion monorail stent delivery system to the target lesion and deployed it at 12atms. Angiography showed good results. The physician then advanced a 3.5x15mm non-bsc balloon catheter for postdilation. However, due to extreme wire bias, the device caught the front edge of the stent and it was noticed that the proximal lateral edge of the stent was damaged. The procedure was completed by postdilating the 3.5x20mm ion stent at 14atms with the same 3.5x15mm non-bsc balloon catheter. Angiography showed good results. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).